Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered anti-tachycardia pacing (atp) and a shock that converted atrial fibrillation (af) with rapid ventricular response. In addition, a signal artifact monitor (sam) was recorded after the arrhythmia. This ICD remains in service. No additional adverse patient effects were reported.